Event description:
As reported, before use in patient with this fogarty catheter, the balloon burst during device preparation. There was no allegation of patient injury. The product was available for evaluation. Patient demographics were requested, but unable to be obtained.

Manufacturer narrative:
One fogarty catheter was received at product evaluation laboratory for a full examination. The reported event was confirmed. As received, the balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related non-conformance. All process parameters were met and inspections passed successfully. A product risk assessment was generated to address the balloon rupture with fragmentations for thru-lumen models. As part of the manufacturing process, the units go through balloon and visual inspections. According to the instructions for use (IFU), the balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter according to the specification table. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.